Event description:
A us distributor contacted zoll to report that a patient developed a blister under the lifevest equipment. Patient described the area as fluid filled blister under right electrode. There was no alleged device malfunction contributing to the blister. The patient¿s physician advised removing the lifevest for the blister. Follow up indicated that the blister improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.